Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02287, related manufacturer reference number: 1627487-2021-02290, related manufacturer reference number: 3006705815-2021-01320, related manufacturer reference number: 1627487-2021-02292. It was reported that the patient¿s implanted devices were all very close to the surface. As such, the patient experienced discomfort and pain at the implant sites. Hence, the patient stopped using and charging their device. As a result, the ipg became inoperable. In turn, the entire system was explanted on (B)(6) 2021 due to address the issues regarding discomfort and ipg inoperable.